Event description:
Pharmacist noticed contamination in the form of particulate matter in the hub of the syringe. The syringe was being prepared for injecting an investigational drug gmc-sf, a vial of which was wasted because of the contamination.